Manufacturer narrative:
Concomitant medical products: product ID: w1dr01, ipg, implanted: (B)(6) 2018.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted and replaced due to a potential infection. A new ipg system was later implanted. No further patient complications have been reported as a result of this event.